Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said the device was supposed to help with fecal leaks and it wasn't helping anymore. The patient said the main big difference was in the last week. The patient hadn't used the external devices for a couple months and when they tried to adjust it a week ago theygot the message internal device has lost all data. The patient had a heart ablation about 2 months ago. The agent reviewed the possibility of low ins battery. The patient was redirected to their healthcare provider to further address the issue.